Manufacturer narrative:
Evaluation summary the fortrex 0.035in otw pta balloon catheter was received for evaluation. The fortrex balloon catheter was received with the balloon chamber in a post-inflation profile. All components of the fortrex balloon were accounted for. A 10cc water filled syringe was attached to the proximal hub luer lock of the y-manifold and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal tip of the catheter. A 0.035¿ guidewire was loaded through the distal tip of the catheter and was able to navigate the full length of the catheter with ease. A 10cc water filled syringe was attached to the inflation lumen luer lock on the y-manifold and a vacuum was pulled: the vacuum could not be maintained. The 10cc water filled syringe attached to the inflation lumen luer lock on the y-manifold was lightly pressurized: a pinhole leak in the balloon chamber was noted.

Event description:
The physician was attempting to use a fortrex pta balloon to open up an iliac stent. The device was removed from its packaging and prepped per the IFU with no issues noted. It was reported that the balloon burst at 7atm pressure. The balloon was retrieved in full and no patient injury was reported. It was reported that the stent strut caused the balloon to burst. The physician completed the procedure successfully with no intervention needed. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.